Event description:
The customer originally returned their olympus evis lucera gastrointestinal videoscope because it began leaking during procedure preparation. According to the initial reporter, the patient was not yet under anesthesia, and the intended procedure was completed with the subject device and no patient harm. During the device evaluation, it was discovered that the nozzle on the subject device was clogged. This report is being submitted to capture the clogged nozzle.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a leakage was noted at the insertion tube due to a perforation. Additionally, as noted, a clogged nozzle was discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 01-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material such as adherent of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. A definitive root cause cannot be identified. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Reprocessing manual: cleaning, disinfection, and sterilization procedures: precleaning: flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manual cleaning: cleaning the external surface: with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel: presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor the field performance of this device.